Event description:
It was reported by service report that the mattress would not remain attached to stretcher due to missing velcro. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Mattress; velcro.